Event description:
Patient states his mounjaro pen failed to dispense medication. He took the pen back to the pharmacist and was told to contact the manufacturer for a replacement voucher. The patient tried to contact eli lilly 's customer support but was on hold for two hours. He still has not been able to receive a replacement.